Manufacturer narrative:
(B)(4). Upon receipt, the catheter was visually inspected and it was found that ring #1 proximal side had small strand with a very small ball sticking out from pu margin. Further information received stated that physical damage of the catheter was not noticed by the costumer. A picture revealed that there was a small scratch observed leading to a small part of pebax to be lifted. An ft-ir analysis was performed on the foreign material. The ir data obtained from the particles analyzed, revealed that filament is primarily composed of a copolymer know as poly (ether block) amide which match the pebax material composition. Ft-ir analysis confirmed that lifted material belong to pebax. An internal corrective action was created to address the damaged pebax on smart touch. Per the force issue reported the catheter was evaluated for screening test and force calibration check and catheter passed both tests. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was working properly. Finally, the force sensor resistance values were found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint of force issue cannot be confirmed.

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia procedure with a smart touch bidirectional catheter and a force issue occurred. It was reported that during a retrograde approach in order to cross the aortic valve, the physician encountered a high force area and was having difficulty crossing the valve due to a minor calcification. The cable was changed but did not resolve the force reading accuracy error and the force reading obstruction error. The catheter was replaced and the issue resolved. There was no adverse consequence to the patient. This event was assessed as not reportable as this issue is highly detectable and posed low risk to the patient. The biosense webster (bwi) failure analysis lab discovered ring #1 on the proximal side had a small strand of unknown material with a very small ball of which appears to be polyurethane (pu) sticking out from the pu margin. Upon request additional information was received on the returned catheter condition. There were no difficulties removing the catheter from the patient. The condition was not noticed prior to use, upon withdrawal or before sending the catheter back to bwi. There were no patient consequences. The returned catheter went through a complete analysis and the strand of material found is part of the pebax that was scratched off. This could potentially dislodge and therefore cause harm to the patient. This event was originally considered non-reportable; however, bwi completed analysis of the returned device on (B)(4) 2015 and have reassessed the event as reportable. The awareness date for this record is (B)(4) 2015 because that is the date the analysis was completed.